Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the tip of the unit broke off into the patient. It was further reported that there was a four minute delay in the case. It was further reported that the broken piece was retrieved.